Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. Device received with broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 82 mg/dl at the time of the incident. The insulin pump had a battery low alert. The customer was not calling back after receiving a new battery cap. The insulin pump was neither dropped nor bumped. The customer stated that the contacts on the battery cap were not missing or damaged. The insulin pump¿s reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.